Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that he had numbness in his leg. The patient reported starting to feel this way several months ago and stated that it's intermittent. The patient made an appointment with his pain management physician for (B)(6)-2015 and determination will be made at that time. No actions or interventions were taken and the issue was not resolved at the time of the report. Additional information received from the manufacturer representative reported the patient had an MRI and it showed a loose screw in his back. The physician feels that this is causing the numbness. The plan for the patient was unknown. Additional follow-up is being conducted, if additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the screw that was causing the numbness was part of a fusion procedure and not related to the patient's spinal cord stimulator implant. The patient was referred to an orthopedic spine surgeon however no outcome was known.